Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level. Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 400 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. However, the customer over filled the cartridge, leading to the cartridge leaking from the o-ring near the septum, and the insulin gauge being inaccurate. It was reported that subsequently a cartridge alarm (alarm 1) occurred during basal deliveries. A new cartridge was successfully loaded to address this issue. Customer¿s blood glucose level was 205 mg/dl.